Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up, multiple non-sustained ventricular oversensing episodes were observed. Review of the transmission revealed possible intermittent myopotential oversensing. The oversensing was unable to be reproduced with provocative testing, deep breathing, and coughing. Programming changes were made. The patient was doing well.